Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology and noise. Technical services discussed some programming options. The clinic has now reprogrammed the sensing vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.